Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 9/2/15. Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: moisture corrosion is observed on the display screen inside the pump. Leak test failed due display lens leak. The pump is unable to power up and completely unresponsive due the moisture damage. Unable to verify all steps and to adequately investigate reported complaint due the power failure. The pump¿s cover was removed, moisture corrosion was found to the display screen, the fs circuit, the motor circuit, and to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.